Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the right ventricular (rv) lead helix would not extend after it was extended and retracted multiple times during the placement attempt. The lead was removed and a new lead was used. No patient complication shave been reported as a result of this event.